Event description:
Caller reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts instructed the caller on initial troubleshooting steps, which did not resolve the issue until the pump was plugged into a power source. Although the pump screen turned on when plugged in, it did not work when unplugged. Consequently, cts decided to send a replacement pump with updated software and provided instructions for the return of the defective pump. The caller was informed about the shipping details and acknowledged the instructions for both receiving the new pump and returning the faulty one.